Manufacturer narrative:
The software exams were reviewed but provided insufficient information to determine root cause of the reported behavior. No logs were available for analysis. Some of the exams were tested in-house and were able to auto-merge fine, but there is no information on which specific exams have the alleged problem.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The software logs were received for analysis and are under investigation at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in an electrode and probe placement procedure. It was reported that the site had been having issues merging the dbs software MRI and imaging system scans. It was noted that they have tried auto merge, manual merge and the site had the wrong orientation with the exams where the patients eyes were on the back of the head. There was 20 minute delay in the procedure. No impact on patient outcome. Update from the manufacturer representative stating that the merge issue was confirmed by the site to be due to the hospital's MRI machine.